Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on an unknown date. The patient was revised on (B)(6) 2023 due to the poly recall. There was no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.h6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5 the following sections were corrected: h6.

Event description:
Preoperative infection workup was negative. There was found to be a clean wound with clear synovial joint fluid. There was found to be a visible amount of polyethylene within the weightbearing portion of the tibial polyethylene component. There was encapsulated polyethylene debris within the synovium and a complete synovectomy was performed. The polyethylene component was disengaged from the tibial baseplate. There was some pitting of the polyethylene component and some wear of the back side of the tibial post. There were well-fixed femoral, tibial, and patellar components. There was a small osteophyte on the superior pole of the patella overhanging the patellar polyethylene; this was removed with a rongeur. The knee was then copiously irrigated. The final 12mm polyethylene insert was locked in the tibial tray. The knee was taken through a final range of motion with full extension and flexion with excellent patellar tracking. The knee was once again irrigated. The patient was awakened and transferred to recovery in stable condition. There were no complications.